Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), diverticulitis ('gastrointestinal or digestive system: condition: diverticulitis') and irritable bowel syndrome ('gastrointestinal or digestive system: condition: ibs') in a 40-year-old female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulitis in (B)(6) 2014, colonic diverticulosis on (B)(6) 2011, gastritis on (B)(6) 2010, genital bleeding, miscarriage, anxiety, arthritis, asthma, fibrocystic breast disease, generalized anxiety disorder, gerd, hypothyroidism, irritable bowel syndrome, migraine and adhesive plaster sensitivity (rash). Previously administered products included for birth control: oral contraceptive; for an unreported indication: codeine and clarithromycin. Past adverse reactions to the above products included urticaria with clarithromycin and codeine. Concurrent conditions included morbid obesity (bmi: 57.94). Concomitant products included ondansetron (zofran) for nausea as well as levothyroxine, omeprazole, paroxetine, rizatriptan benzoate (maxalt) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced migraine ("migraines/headaches") and nausea ("nausea"). In 2014, the patient experienced diverticulitis (seriousness criterion medically significant), irritable bowel syndrome (seriousness criterion medically significant) and tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes change ;hot flashes"), urinary tract infection ("infection (bladder/urinary tract /vaginal type): chronic uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problem : depression"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system: condition: unspecified"), abdominal pain ("pain: abdominal pain") and vertigo ("vertigo") and was found to have weight increased ("weight gain"). The patient was treated with bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta), estradiol (estrogen), fluoxetine hydrochloride (prozac), nortriptyline, ondansetron hydrochloride and surgery (hysterectomy (full) with bilateral salpingo-oopherectomy and on (B)(6) 2012 underwent endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, diverticulitis, irritable bowel syndrome, dysmenorrhoea, hot flush, female sexual dysfunction, depression, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased, dyspepsia and abdominal pain outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, urinary tract infection, migraine and vertigo had resolved. The reporter considered abdominal pain, allergy to metals, depression, diverticulitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: current weight 233 lbs. The right showed 4 coils and the left showed 1 coil. The procedure was concluded. On (B)(6) 2018, pathology report revealed: uterus, celvix and adnexa; hysterectomy/bso: leiomyoma, 3.8 cm, scant residual benign endometrium with post-ablative changes. Unremarkable myometrium and serosa unremarkable cervix. Unremarkable ovaries. Benign fallopian tubes with post-ligation changes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: adhered to fallopian tubes. Date: (B)(6) 2015 what did your healthcare provider tell you about your results? 'Adhered to fallopian tubes'. In dec '15, nurse practitioner said ultrasound showed 'they did not move'. Lot number: 628443 manufacture date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received: previously reported event "gastrointestinal or digestive system condition - unspecified" was replaced with new specified events "ibs and diverticulitis" and new events- vertigo was added. Treatment drug were added. Previously reported headache event deleted it was reported as migraines / headaches migraines. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, miscarriage, anxiety, arthritis, asthma, diverticulitis in (B)(6) 2014, colonic diverticulosis on (B)(6) 2011, fibrocystic breast disease, generalized anxiety disorder, gastritis on (B)(6) 2010, gerd, hypothyroidism, irritable bowel syndrome, migraine and adhesive plaster sensitivity (rash). Previously administered products included for birth control: oral contraceptive; for an unreported indication: clarithromycin and codeine. Past adverse reactions to the above products included urticaria with clarithromycin and codeine. Concurrent conditions included morbid obesity (bmi: 57.94). Concomitant products included levothyroxine, nortriptyline, omeprazole, paroxetine, rizatriptan benzoate (maxalt) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hot flashes"), urinary tract infection ("utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system: condition: unspecified"), dyspepsia ("gastrointestinal or digestive system: condition: unspecified") and abdominal pain ("pain: abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, hot flush, female sexual dysfunction, depression, headache, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, dyspepsia and abdominal pain outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection and migraine had resolved. The reporter considered abdominal pain, allergy to metals, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 233 lbs. The right showed 4 coils and the left showed 1 coil. The procedure was concluded. On (B)(6) 2018, pathology report revealed: uterus, celvix and adnexa; hysterectomy/bso: leiomyoma, 3.8 cm, scant residual benign endometrium with post-ablative changes. Unremarkable myometrium and serosa unremarkable cervix. Unremarkable ovaries. Benign fallopian tubes with post-ligation changes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: adhered to fallopian tubes. Lot number: 628443, manufacture date: 2008-12, and expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, miscarriage, anxiety, arthritis, asthma, diverticulitis in (B)(6) 2014, colonic diverticulosis on (B)(6) 2011, fibrocystic breast disease, generalized anxiety disorder, gastritis on (B)(6) 2010, gerd, hypothyroidism, irritable bowel syndrome, migraine and adhesive plaster sensitivity (rash). Previously administered products included for birth control: oral contraceptive; for an unreported indication: clarithromycin and codeine. Past adverse reactions to the above products included urticaria with clarithromycin and codeine. Concurrent conditions included morbid obesity (bmi: 57.94). Concomitant products included levothyroxine, nortriptyline, omeprazole, paroxetine, rizatriptan benzoate (maxalt) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hot flashes"), urinary tract infection ("utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system: condition: unspecified"), dyspepsia ("gastrointestinal or digestive system: condition: unspecified") and abdominal pain ("pain: abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, hot flush, female sexual dysfunction, depression, headache, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, dyspepsia and abdominal pain outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection and migraine had resolved. The reporter considered abdominal pain, allergy to metals, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 233 lbs. The right showed 4 coils and the left showed 1 coil. The procedure was concluded. On (B)(6) 2018, pathology report revealed: uterus, cervix and adnexa; hysterectomy/bso: leiomyoma, 3.8 cm, scant residual benign endometrium with post-ablative changes. Unremarkable myometrium and serosa unremarkable cervix. Unremarkable ovaries. Benign fallopian tubes with post-ligation changes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: adhered to fallopian tubes. Amendment: the report was amended on 09-may-2019 for the following reason: ccc updated. No new follow-up information was received from the reporter. Incident- we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, recurrent abortion, anxiety, arthritis, asthma, diverticulitis in (B)(6) 2014, colonic diverticulosis on (B)(6) 2011, fibrocystic breast disease, generalized anxiety disorder, gastritis on (B)(6) 2010, gerd, hypothyroidism, irritable bowel syndrome, migraine and adhesive plaster sensitivity (rash). Previously administered products included for birth control: oral contraceptive; for an unreported indication: clarithromycin and codeine. Past adverse reactions to the above products included urticaria with clarithromycin and codeine. Concurrent conditions included morbid obesity (bmi: 57.94). Concomitant products included levothyroxine, nortriptyline, omeprazole, paroxetine, rizatriptan benzoate (maxalt) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hot flashes"), urinary tract infection ("utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system: condition: unspecified"), dyspepsia ("gastrointestinal or digestive system: condition: unspecified") and abdominal pain ("pain: abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, hot flush, female sexual dysfunction, depression, headache, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, dyspepsia and abdominal pain outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection and migraine had resolved. The reporter considered abdominal pain, allergy to metals, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. The right showed 4 coils and the left showed 1 coil. The procedure was concluded. On (B)(6) 2018, pathology report revealed: uterus, cervix and adnexa; hysterectomy/bso: leiomyoma, 3.8 cm, scant residual benign endometrium with post-ablative changes. Unremarkable myometrium and serosa unremarkable cervix. Unremarkable ovaries. Benign fallopian tubes with post-ligation changes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: adhered to fallopian tubes. Most recent follow-up information incorporated above includes: on 30-apr-2019: the case is incident. Reporter information was added. This case concerns (B)(6) year old patient. Her demographic was added. Her historical medication/condition and concurrent condition was added. Essure indication was amended. Essure insertion/removal date was added. Essure lot number was added. Her concomitant medications were added. Per plaintiff fact sheet: unspecified event: injury to herself was updated to more specific events: pain: pelvic pain, abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (general), dysmenorrhea (cramping), hot flashes, utis (urinary tract infection), apareunia (inability to have sexual intercourse), depression, migraines, headache, nausea, dental problems, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system: condition: unspecified and pain: abdominal pain were added. She had recovered from following events: bleeding, urinary tract infection and migraines were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.